Event description:
The patient was undergoing a thrombectomy procedure in the proximal m1 segment of the middle cerebral artery (mca) using a velocity delivery microcatheter (velocity), a penumbra system ace 68 reperfusion catheter (ace68), a non-penumbra long sheath, a guidewire, and a stent retriever. During the procedure, the physician placed the long sheath in the internal carotid artery (ica). The physician then advanced the velocity over the guidewire through the ace68 distal to the thrombus in the m2 segment of the mca without difficulty. The physician then decided to use the stent retriever for a combination technique. While advancing the stent retriever into the velocity, the physician experienced resistance and subsequently, the stent retriever would not advance past the proximal end of the velocity distal to the hub of the velocity. After two additional unsuccessful attempts, the physician noticed that the velocity was fractured in two different locations at the proximal end outside of the patient. It was reported that the fractured velocity remained connected by an inner wire. Therefore, the velocity was removed. The procedure was completed using a new velocity, the same ace68, the same non-penumbra long sheath, and the same stent retriever. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Please note that the following section was being updated based on additional information provided by a penumbra sales representative on 01/25/2023: 1. Section b. Box 5. Describe event or problem. Evaluation of the returned velocity confirmed that the device was fractured in two locations near the proximal end. This type of damage typically occurs if the velocity is manipulated at extreme angle during advancement. This damage likely contributed to the resistance experienced during advancement of the stent retriever through the velocity during the procedure. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the proximal m1 segment of the middle cerebral artery (mca) using a velocity delivery microcatheter (velocity), a penumbra system ace 68 reperfusion catheter (ace68), a non-penumbra long sheath, a guidewire, and a stent retriever. During the procedure, the physician placed the long sheath in the internal carotid artery (ica). The physician then advanced the velocity over the guidewire through the ace68 distal to the thrombus in the m2 segment of the mca without difficulty. The physician then decided to use the stent retriever for a combination technique. While advancing the stent retriever into the velocity, the physician experienced resistance and subsequently, the stent retriever would not advance past the proximal end of the velocity distal to the hub of the velocity. After two additional unsuccessful attempts, the physician noticed that the velocity was broken in two different locations at the proximal end outside of the patient. It was reported that the broken velocity remained connected by an inner wire. Therefore, the velocity was removed. No additional information regarding the completion of the procedure was provided. There was no report of an adverse effect to the patient.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.